Event description:
The customer reported that the joystick on the rui assembly on the c-arm would not work. This feature is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unsuitable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The rui console assembly was replaced. The system was then found to be operating as intended.